Event description:
Information received by medtronic indicated that the insulin pump had a crack around battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The customer reported a crack on the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rails, missing display window cover. After battery installation, a blank display was noted. Unable to perform the displacement test due to the blank display. The case was cut open. The j6 internal battery connector was detached from pcba1. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--j7, j6, j2, components located at the middle and top of the back side of the board; pcba2--j1, screen flex cable terminal; rust around the home motor switch and inside the motor end cap. Pcba2 was plugged into a known good pcba1, and then both boards were inserted into a known good case. In this configuration the unit was able to boot up normally. The software version was able to be obtained. In summary, the customer¿s report of a crack on the battery compartment was confirmed during visual inspection. The blank display is due to the moisture damage on pcba1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.